Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open groin hernia repair procedure, the device was applied on the inguinal area, there was ¿ percolation of wound, lengthening of wound healing time, changed medicine for more than one month¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive. The event lead to an extended patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open groin hernia repair procedure, the device was applied on the inguinal area, there was ¿ percolation of wound, lengthening of wound healing time, changed medicine for more than one month.¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive. The event lead to an extended patient hospitalization. Defect size was 1-3 centimeters and that there were 5 fixation points. The mesh was not cut prior to implantation. Percolation of the wound refers to wound seepage and suspected seroma. Currently the patient wound is healed. Mesh damage and appearance is unknown.